Event description:
The suspect faulty usb cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
UDI # (B)(4).

Event description:
It was reported that interrogation of generators could not be completed when using the tablet with its accompanying usb cable. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.